Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen became unresponsive. Contact stated that the customer's pump froze on the bolus menu screen. The customer's blood glucose (bg) was 364 mg/dl. The customer administered a manual injection. Customer reported small ketones present and was drinking water to resolve issue. Customer declined follow-up for the keytones and troubleshooting for the high bg. Reportedly, manual injections would be used for insulin therapy.